Event description:
On 8/3/93, intra-aortic balloon catheter was inserted for triple vessel bypass. On 8/4/93, pt experienced cardiac tamponade and ischemia in right leg after balloon catheter placement. Pt sent to or for evacuation of pericardial clot, attempted transthoracic balloon catheter placement (not successful), and ascending aorta to superficial femoral artery bypass. On 8/5/93, iap catheter, inserted 8/3/93, noted to be backflowed with blood indicative of balloon rupture. Catheter removed and replaced. Pt expired later the same day.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.